Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. This occurred with two packages. The lot number was not provided and it is unknown if the two packages were from the same lot number.